Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection of the device revealed that the device has its distal tip kinked and stretched. There is no evidence of foreign material. Dimensional inspection revealed that the overall length, the outer diameter (od) of the distal tip, middle and proximal section of the device were within specifications.

Event description:
It was reported that foreign material was present in the device. A 330cm rotawire was selected for use. During preparation, it was noted that a strange part of around 4mm proximal from the spring tip was present that should not be there. The procedure was completed with another of the same device. No patient complications reported.

Event description:
It was reported that foreign material was present in the device. A 330cm rotawire was selected for use. During preparation, it was noted that a strange part of around 4mm proximal from the spring tip was present that should not be there. The procedure was completed with another of the same device. No patient complications reported.